Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification. The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No error alarms were noted for a motor position encoder error. The motor was tested outside of the device and passed. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 134 mg/dl. The motor error occurred twice within the last thirty days. The customer does not use the sensor feature. The customer was able to rewind the insulin pump. It was reported that the customer's blood glucose had increased over 400 mg/dl after the phone call, which was treated with manual injection and the blood glucose decreased below 20 mg/dl. The customer was hospitalized and was treated with glucagon and glucose injection. Nothing further was reported.